Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. On an unreported date, the patient began remedial therapy with amikacin 150mg loading dose, ip; fortum 500mg, three times daily, ip; reflin 500mg, three times daily, ip; and vancomycin 1 gm loading dose, ip. At the time of this report, the patient was still hospitalized with the antibiotic therapy and the dianeal therapy ongoing. The cause of the peritonitis was reported as unknown. The outcome of the event of peritonitis was reported as resolving. The nurse was of the opinion the event of peritonitis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.